Event description:
Info rec'd indicates the head section is drifting down.

Manufacturer narrative:
The tech found the cable for the gas shock was adjusted too tight. The tech properly adjusted the cable to repair the stretcher.